Event description:
It was reported that during an unk procedure, clipper jammed, will not fire. A second unit was opened. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026 d4: batch # a98u0v investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual inspection, the el5ml device was received with no observable external damage, and the tyvek was included with the instrument. Functional testing was performed to reproduce the reported issue; during this test, the clips failed to fully advance into the jaw. The device was then disassembled to assess internal components. Inspection revealed that the grey and white feedbar connectors were disconnected, and twelve (12) clips were located inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A possible cause for the condition of the separation of the feedbar connectors is actuating the device when the jaws are not clear from the trocar. Actuating the device with the jaws closed may cause malformed clip and the force applied to the trigger while the jaws were closed may have cause the separation of the feedbar connectors. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history review a manufacturing record evaluation was performed for the finished device batch a98u0v number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.